Event description:
Product analysis was performed on the vns device as it was returned due to end of service (eos). The eos condition was verified during product analysis. The supply current tests did not meet functional specification. These measurements demonstrate an increased current consumption for the device, potentially contributing to a premature end of life condition. A battery life estimation resulted in 0.69 years remaining before the eri flag would be set. However, an incomplete programming history indicates the estimation does not use all the data required to make an accurate estimation. The increased current consumption was isolated to a leaky capacitor (c6). With the capacitor substitution for c6, the pulse generator module performed according to functional specifications. The most probable root cause for the premature end of life condition was identified to be a leaky capacitor, c6. The cause for the c6 capacitors increase in leakage could not be determined. Review of manufacturing records confirmed that the generator passed all functional tests prior to distribution.

Manufacturer narrative:
Describe event or problem, corrected data: although the initial MDR stated that the cause of the event could not be determined, additional information was known through prior investigations. Please see the updated information.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
Although it was initially reported that the cause of the c6 leaky capacitor could not be determined, an investigation was previously initiated to investigate events of tantalum capacitors (c6, c4, c11, c18) associated with m102 and m102r with excessive leakage current which led to premature battery depletion. Based upon the investigation and testing, it was determined that the most probable cause of the failures was damaging voltage transients being generated in the process between soldering the battery and feed-thru component to the printed circuit board, and routing off the connector test tab. Actions resulting from this investigation (implemented on (B)(6) 2007) included the incorporation of the in-line voltage measurement testing prior to device distribution.